Event description:
It was reported that during a shoulder procedure using a quantum 2 controller, the controller was not providing power to wands. Several wands were tested, however the problem persisted. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.